Manufacturer narrative:
Visual inspections noted the front angled tip on the bender was bent and deformed. The bender corresponds to the drawings and processes at the time of manufacture. The hardness was measured and it conforms to specification. It was determined that the wear marks within the rod slots are consistent with the intended use of the instrument. The deformation itself, however, was found to likely be from improper positioning of the instrument during bending maneuvers. This is evidenced in the wear marks located well outside the full depth of the rod slot. When positioned properly within the full depth of the instrument's rod slot, the design provides sufficient wall thickness to prevent the deformation seen regardless of rod material selection. The wear displayed is typical of normal use, except for the markings found at the angled end of the instrument near the opening of the rod slot. Although the evidence suggests improper positioning of the instrument during bending maneuvers, this cannot be confirmed.

Event description:
During an adult deformity procedure, when the matrix distractor rack made contact to sleeve, the distractor tip of the matrix distractor rack broke off in the tube of the sleeve. The broken fragment was retrieved. The in situ bender was bent/deformed during the procedure. The surgeon used another instrument to complete the procedure. The procedure was extended for approximately 15 minutes. There was no reported adverse effect to the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.